Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site with symptoms of soreness and redness at the site. The physician believed that the infection was procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.